Manufacturer narrative:
This report is being filed to provide additional information in investigation: the run data file (rdf) was analyzed for this event. The event had aprocedure duration of 109 minutes. There was one ¿draw pressure too low¿ alert one minute intothe procedure, an ¿air detected at ac sensor¿ alert at 4 minutes, and another ¿draw pressure toolow¿ alert at 6 minutes. Procedure ended with rinseback. Based on the rdf analysis, a definitiveroot cause could not be determined.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide in root cause: based on the information provided and the dlog analysis, a definitive root causecould not be determined. Possible causes include but are not limited to:- poor phlebotomy technique in association with difficult access or fragile vessels- rapid return flows in some procedures can cause leakage of blood from the vessels into thesurrounding tissue.- unsecured needle, donor moved arm during procedure that compromised needle position

Manufacturer narrative:
This report is being filed to provide additional information in event.

Event description:
Per customer follow-up, the donor was discharged without any complications.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that approximately after 10 minutes into the procedure on a trima device, the donor complained of having pain. Per the customer, the pain was not present at the site of the venipuncture. The customer further stated that they removed the bracelet and continued the procedure without any pain. However, at the end of the procedure an increase in the diameter of the donors arm was observed and treatment was started to manage the symptoms. Per the customer, the doctor prompted the donor to do physical therapy for her arm. The information for the investigation such as procedural details and outcome is not available atthis time. The trima disposable set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.